Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. One strut on the crimped thv was bent outwards and an adjacent strut was bent inwards and to the side at the outflow side of the valve. Once expanded, the bent struts corrected and the frame appeared distorted. The leaflets were dehydrated, wrinkled, and torn due to storage condition during the return handling process. The event was confirmed through visual examination and no dimensional or functional testing was performed due to the nature of the issue. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed. The valve frame appears deformed/distorted at the valve outflow side on fluoro. The valve appears to be diving into flex tip during tracking of delivery system in non-straight, tortuous section of anatomy (based on path of guidewire and delivery system). Gross alignment performed in non-straight section of anatomy and with valve noncoaxial with, and diving into, flex tip. The valve inflow was unable to be advanced past proximal valve alignment marker. The flex tip retracted from valve, abutted against valve again and gross alignment re-attempted, which was unsuccessful in advancing valve any further onto balloon. In this case, frame damage was confirmed based on provided imagery and returned device evaluation. As reported, 'during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, the team was unable to deploy the valve. The patient had a tortuous aorta. The team was also unable to perform balloon alignment, after multiple attempts of repositioning wire and delivery system. When removing valve, they were unable to pull it into sheath due to bent struts. A surgical cut down performed to remove the valve and delivery system. Surgical femoral artery closure was successful.' Per training manual, 'diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta' and 'warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step.' Per imagery review, valve alignment was attempted unsuccessfully multiple times in a non-straight (tortuous) section of anatomy and diving between the valve and flex tip was observed multiple times. In this case, the patient reportedly had tortuous anatomy, and it is likely that the attempt to perform valve alignment in a non-straight section of vasculature led to diving between the valve and the flex tip, ultimately resulting in frame damage at the outflow side as reported and as observed in the imaging evaluation. As such, available information suggests that patient factors (tortuous anatomy) and/or procedural factors (attempting valve alignment in a non-straight section of anatomy) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, the team was unable to deploy the valve. The patient had a tortuous aorta. The team was also unable to perform balloon alignment, after multiple attempts of repositioning wire and delivery system. When removing valve, they were unable to pull it into sheath due to bent struts. A surgical cut down performed to remove the valve and delivery system. Surgical femoral artery closure was successful. The patient was alert and oriented when leaving procedure area with stable vitals. A second system had been prepped to remove the first system.

Manufacturer narrative:
The investigation for this report is ongoing.